Event description:
Procedure: antrectomy, perforated duodenal. According to the reporter: the patient was returned to surgery in 2007 due to a staple line leak, which was fixed with an additional stapling device.

Manufacturer narrative:
The report stated multiple devices were for the procedure but they were unsure which staple line the alleged leak occurred from. The products, lot #s, expiration and manufacturing dates are: product: ta6035s, ta 60-3.5 single use stapler lot #: p7g0399 expiration date: 7/31/2012 manufacture date: 07/2007. Products: gia8038s(1) and gia8038l(1), gia 80-3.8 single use stapler and sulu, lot #s: p7f0338 and p6l989 expiration date: 6/30/2012 and 11/30/2011 manufacture date: 06/2007 and 11/2006